Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of repair and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would lock up with a white screen upon boot up. There was no patient use associated with the reported failure.